Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown locking screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: saber, a.y. Et al (2022), surgical fixation of three- and four-part proximal humeral fractures using the proximal humeral interlocking system plate, cureus vol. 14 (no.5), pages 1-9 (united kingdom). The aim of this study was to evaluate the results of the proximal humeral interlocking system plate (philos) used for the treatment of three-and four-part proximal humeral fractures. During the study, a total of 30 patients (18 male and 12 female) with a mean age of 54 years were included. These patients underwent surgery for proximal humerus fractures accessed using a delto-pectoral approach, fixated with proximal humeral interlocking system plate (philos). All patients were followed up with standard radiographs and clinical evaluation at 1, 3, 6 and 12 months post surgery. The following complications were reported as follows: (n=3) nerve injuries (2 radial nerve palsy fully-recovered at 6-months, 1 brachial plexus associated with injury) (n=2) malunion (n=4) intra-articular screw perforation (none required further surgical intervention) (n=1) shoulder stiffness (improved by 12 months) this report is for an unknown synthes locking screws a copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).